Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac instructed the customer to check the maj-1933 digital light source cable. The customer adjusted the cable and the cv-190 image appeared on the display monitor. Both the error code displayed (e309) and lack of image seem to be due to a bad connection with the digital light source cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii video system center had received a e309 clv connection error and there was no image on the display monitor. This report is being submitted to address the reportable malfunction of 'no image'. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the phenomenon was attributed to the contact failure of the digital light source cable. According to the evaluation, the reconnection of the cable resolved this event. Olympus will continue to monitor field performance for this device.